Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The diameter of the aorta at which the tg2810 was implanted is 26-27.5mm. According to the gore tag thoracic endoprosthesis sizing guide, the tg2810 is intended for use in aorta diameters of 24-26mm.

Event description:
On an unk date, this pt underwent a procedure whereby a vascular graft was implanted to repair a descending aortic dissection. On (B)(6) 2009, this pt underwent endovascular repair of an anastomotic aneurysm of the descending thoracic aorta. A tg3110 was implanted proximally and a tg2810 was implanted distally. The celiac artery was intentionally covered with the tg2810 to obtain sufficient distal neck length. No adverse events, including endoleak were observed. The pt tolerated the procedure. On (B)(6) 2009, the pt was discharged. On (B)(6), 2010, one yr f/u imaging revealed an apparent endoleak from an area about 2cm above the distal end of the tg2810. The physician diagnosed this as type iii endoleak due to a tear on the stent graft. On (B)(6) 2010, an additional gore tag thoracic endoprosthesis implanted to repair the endoleak. According to the physician the endoleak was resolved. However, according to the clinical specialist, the endoleak persisted.